Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result for one patient. A patient sample when tested for accutni gave a result of 0.98ng/ml. The sample was then aliquoted, re-centrifuged and re-tested upon which it gave a result of 0.07ng/ml. The erroneous result was not reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
A field service engineer (fse) was on-site in 2009: (a) fse found peri-pump not aspirating evenly and replaced peri-tubing and aspirate probes and ordered new pump. (B) another fse went on-site the next day and removed old peri-pump and installed new peri-pump. Fse tested aspirations with good results, performed a system check which passed and calibrated accutni with a new reagent lot which resulted well. Althoogh hardware issues may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.